Event description:
The physician confirmed that the pt's neurostimulator device system was removed at her request. No pt symptoms or injuries were reported. She was noted as doing well after the surgery.

Manufacturer narrative:
(B) (4): final analysis of neurostimulator (B) (4) revealed no anomalies. The device was functionally okay and there was good, stable output on every electrode pair (tested connected to the distal end of the known-good extension).